Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the camera head exhibited image issue. The reported issue was found during reprocessing. There was no report of patient involvement or user injury associated with this event.

Event description:
It was reported, that the camera head exhibited image issue. The reported issue was found, during reprocessing. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. "Imaging issues", intermittent flickering image, due to damage/cracked connector. In addition, new damages/defects were observed. Dust/rust and scratches on ccd lens. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.